Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found lens was within specification. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -13.0 diopter, in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to lens opacity (anterior subcapsular). The cataract was removed by phaco-emulsification and an intraocular lens was implanted.